Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report.

Event description:
It turned out that the 2 screws have backed out one week after the variax elbow surgery. The used plate is 4 holes medial plate ((B)(4)), the revision surgery was performed on 2012 (B)(6).